Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was blood in the bifurcate 50 minutes after insertion. As a result, the intra-aortic balloon (iab) was removed and another iab was used to successfully complete the treatment. Patient outcome: no patient complications or injury reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that there was a leak at the hub of the central lumen is confirmed. During functional testing, a crack was found at the injection site of the bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. Therefore, the root cause of how the crack occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet specifications during the complaint investigation due to the crack found on the bifurcate. A nonconformance has been initiated to investigate the root cause. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that there was blood in the bifurcate 50 minutes after insertion. As a result, the intra-aortic balloon (iab) was removed and another iab was used to successfully complete the treatment. Patient outcome: no patient complications or injury reported.